Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the pilot valve and o-ring are leaking and the on off switch has no alarm.